Event description:
Additional information received 20jul2023: all steps were followed per IFU. The device made patient contact. Another device of the same type was used to complete the procedure. The device is not available for return. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B5: additional information received 20jul2023. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, a 'filiform double pigtail ureteral stent set' could not be deployed over the wire guide. All steps were followed per IFU. The device made patient contact. Another device of the same type was used to complete the procedure. The device is not available for return. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation; personnel interviews were also conducted. A search of the device history record found no related non-conformances reported for lot 14565490. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot 14565490. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in-house or in-field. Cook also reviewed product labeling. The IFU supplied with the device [t_dpss_rev3; 'filiform double pigtail stent'] states the following in consideration of the reported failure mode: - 'precautions: [...] Do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered.' - 'how supplied: [...] Upon removal from package, inspect the product to ensure no damage has occurred.' The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: customer = (B)(6). E1: customer phone = (B)(6). E3: customer occupation = "ot in charge" / unknown g4: PMA/510(k) number = preamendment h3: device evaluated by mfg = other (code unspecified, describe in h10) (81) = product to be returned: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a 'filiform double pigtail ureteral stent set' could not be deployed over the wire guide. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.